Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was over feeding and provided over intended output. There was no harm to the patient.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue was not confirmed. The unit was tested based on accuracy test using 125 ml of water. The delivery rate was as expected. The unit is within tolerance specification. Bump (missing) power connection label was replaced, due to opening the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.